Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient¿s ins was not working, and they didn¿t know when this started, but stated a couple of years ago. The caller mentioned they were working with the patient¿s urologist and they wanted to get a hold of a representative to check on the patient¿s device to confirm it was working before they could get an MRI. The caller was redirected to the patient¿s healthcare provider to provide the paging number to the patient. No patient symptoms were reported. No further complications were reported.